Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer cancelled the guided tool exchange. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the image was upside down and the instrument movements were backwards. Tse had them remove the endoscope clutch the arm and rotate endoscope 180 degrees and reinsert it. The scope was normal and instrument movement was normal. Customer was continuing on with the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during a procedure the scope had an inverted image. The endoscope was installed in the down orientation, and the image inversion resulted in the colon showing at the top of the screen instead of the abdominal wall. The surgeon was noted to have flipped the image. The event did not involve uncontrolled motion of the scope, and no damage was observed on the endoscope's adapter/base. The situation continued to occur even after changing the scope, leading to the belief that it was a memory issue. The issue did not result in patient injury, and since two different scopes were used, neither is available for return for evaluation. After further request for clarification, following additional information was obtained: the second scope also had the inverted image. Site then called intuitive for assistance. Site took camera out, turned 180 degrees, clicked the port clutch to remove memory, and reinserted. This resolved the issue.